Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two mitraclip devices are filed under separate medwatch reports.

Event description:
This is filed for single leaflet device attachment. It was reported that this was a mitraclip procedure to treat grade 4+ degenerative mitral regurgitation (mr), and a mitraclip procedure to treat grade 6 tricuspid regurgitation (tr). The mitral valve procedure was treated first. An xtr clip was implanted first, without issue. A second clip, an ntr, was advanced and was positioned. The clip arms were not perpendicular to the line of coaptation and the physician attempted to correct the orientation below the valve. Excessive subvalvular movement caused the ntr clip to interact with the xtr clip, knocking the xtr clip off the posterior leaflet. The ntr clip delivery system (cds) was removed from the anatomy, with the clip undeployed. A third clip, an xtr, was implanted, stabilizing the detached clip and reducing mr to grade 2. During the tricuspid valve procedure, due to the tricuspid valve anatomy, positioning the cds was difficult and grasping the septal and anterior leaflets was difficult. During the grasping attempts, the septal leaflet was damaged. Tr was noted to be worsened, but remained at grade 6. The cds was removed without difficulty and the tricuspid procedure was aborted. No intervention was performed to treat the leaflet damage. Post procedure, the patient remained in stable condition. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, the reported device damaged by another device (dislodged) was due to user technique/procedural circumstances as during implantation, the ntr clip interacted with this xtr clip detaching it from the posterior leaflet (but remained attached to the anterior leaflet) resulting in the reported single leaflet device attachment (slda). Therefore, the reported slda was a cascading effect of the reported device damaged by another device(dislodged). There is no indication of product quality issue with respect to manufacture, design or labeling.